Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the reload on a handle during the third sequential firing to transect the stomach in a laparoscopic gastric bypass roux-en-y, the staple reload was completely on tissue and fired as normal, but upon pulling back the black knife blade return knobs, the surgeon had trouble getting the jaws to open and release from the tissue. The surgeon squeezed the handle into the closed position again and then pulled on the black return knobs and the jaws opened some but were still seemed stuck while trying to back the reload off the tissue. When it got released from the tissue, there were staples that did not look formed, and it appeared that only some staples were present toward the more central and distal portion of the staple line. It looked there were only some of the most outer rows' staples present with the middle and innermost staples closest to the cut line were not present. A suture was used on the stomach pouch side staple line to over sew and another reload was used to completely transect off the portion of the stomach on the remnant side where the incomplete staple line was located. There was an unanticipated tissue loss but no injury has resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.